Event description:
It was reported that the device tripped the elective replacement indicator (eri) in (B)(6)2011. At the time, the patient refused a device change out and was being monitored on a monthly basis. During a routine follow up visit, it was noted that the patient was being paced at 65 bpm. When the device was interrogated the device stopped pacing, likely went to end of life (eol), and could not be re-interrogated. Ten minutes later the device began pacing again at 65 bpm. The patient has been scheduled for a device change out. It was further reported that the device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device tripped the elective replacement indicator (eri) in (B)(4) 2011. At the time, the patient refused a device change out and was being monitored on a monthly basis. During a routine follow up visit, it was noted that the patient was being paced at 65 bpm. When the device was interrogated the device stopped pacing, likely went to end of life (eol), and could not be re-interrogated. Ten minutes later the device began pacing again at 65 bpm. The patient has been scheduled for a device change out. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device revealed normal battery depletion.